Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a check bg now alert on the insulin pump. Customer stated that he had changed his sensor and waited 3 hours. Customer was advised to monitor and calibrate when his blood glucose level goes down after treatment. Customer's blood glucose level was at 557 mg/dl. Customer treated with the pump. Customer was advised to turn off the sensor or ignore the alarm until it is time to calibrate after his blood glucose level stabilizes. No further assistance needed.